Event description:
It was reported that the patient received inappropriate therapy. Both the rv and ra leads had dislodged. The rv lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.